Event description:
It was reported that the device only lasted three years. The device was explanted and replaced. In addition, the right ventricular (rv) lead exhibited a loss of capture and had low impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. This device was included in that field action and returned product testing found the device did (not) perform as described in the field action. Concomitant products: product ID 407452 implantable pacing lead implanted: (B)(6) 2005; product ID 457445 implantable pacing lead implanted: (B)(6) 2005. (B)(4).